Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 1 on auxillary was failed due to medication jam. A field service engineer cleared the medication jam to resolve this issue. Customer confirmed inventoried drawer no issues found. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had drawer 1 failed.customer stated that unable to pull medications due to drawer failed and causing delay in patient care workflow. The customer indicated pharamacy had to bring medication to unit.there were no adverse events or injuries reported based on this event.